Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
There was no delay in the procedure. The procedure that was going to occur after the reprocessing was performed was completed using a similar device. No other devices were replaced or involved in the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the investigation, it is likely the video output did not function properly as a result of the charged coupled device (ccd) failure. The cause of the ccd failure could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, there was no picture on the hd autoclavable camerahead during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿no picture¿ was not confirmed. Although "no picture" could not be confirmed, the image was found to be dark as a result of a faulty charged coupled device (ccd). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.